Manufacturer narrative:
Info has been forwarded to the mfg facility. Results of investigation pending. A follow-up medwatch report will be filled.

Event description:
There was a tiny fracture on the drain so fluid could not be drained. Reportedly, a suture was used to secure the drain to the pt.